Event description:
It was reported that during the operating room setup the handpiece appeared to be leaking oil. The handpiece was taken out of service and another handpiece was used. There was no patient contact.

Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. The investigator was unable to duplicate the customer's complaint of leaking oil. Preventative maintenance was performed on the handpiece and it was returned to the customer.